Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076-52 implantable pacing lead, implanted (B)(6) 2011. (B)(4).

Event description:
It was reported that during a routine follow-up of the implantable pulse generator (ipg), the programmer displayed an invalid data message and the atrial electrograms (egms) and other data could not be viewed. Stored device data revealed that a longer duration mode switch had previously occured which may have resulted in the period of invalid data collection. Potential far-field r-wave oversensing was suspected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis however, performance data collected from the device was received and analyzed with no anomalies found.